Manufacturer narrative:
Concomitant medical products- model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited rising impedance levels on both the superior vena cava (svc) defibrillation coil and the rv defibrillation coil. Additionally, both coils displayed variable and out-of-range high/undefined impedances, while the rv pacing impedances have remained stable. A lead fracture of the high voltage coil(s) is suspected. Reprogramming was completed and the patient is seeking consultation for laser lead extraction. It was noted that the patient works out a lot and also recently had a partial kidney removal due to cancer and has been rehabbing for that. The lead currently remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.